Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure of the scanner. A field service engineer contacted the customer and instructed them to inspect the scanner cable connected to the pyxis system. After disconnecting and reconnecting the cable, the scanner powered on. The system functioned as intended after the customer troubleshot the device.

Event description:
The customer reported that the pyxis medstation es system barcode scanner experienced a malfunction. The customer mentioned that after unplugging the scanner, powering down the pyxis, and rebooting the system, they were unable to restore the scanner to working condition. The customer confirmed that there was a delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.